Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range pacing lead impedance measurements on the right ventricular (rv) channel. Additionally, farfield oversensing was noted on the right atrial (ra) lead. Boston scientific technical services (ts) discussed the oversensing could be resolved by reprogramming the blanking period to optimize device function. The ts consultant also discussed bringing the patient into the clinic to conduct shock impedance testing. No further information was available. No adverse patient effects were reported. This lead remains in service.